Event description:
It was reported that a user experienced high blood glucose after connecting a replacement ilet and not using any backup therapy while disconnected, with concurrent intake of sugar cookies; the user reported the highest blood glucose of 401 mg/dl, and did not have a glucometer. Symptoms included hypeglycemia. Outcomes included no reported hospitalization or medical intervention and the user declined follow-up. Investigation included customer care troubleshooting and education regarding high glucose management and use of alternative therapy when the ilet is shut off or not in use. Investigation of this case revealed high glucose associated with lack of alternative therapy during device downtime and recent carbohydrate intake, with no device performance issue reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors and use error.